Event description:
It was reported a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The initial episode of peritonitis created a strong biofilm and the peritonitis was never fully eliminated. The patient experienced a second episode of peritonitis manifested by chills and abdominal pain. The patient was not hospitalized for the event. Treatment consisted of a 21 day course of vancomycin (dose, frequency and route not reported). Treatment was ongoing. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from recurrent peritonitis. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. A review of all batch record documents for potentially associated lot numbers h13k10010 and h13j11010 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.(B)(4).

Manufacturer narrative:
(B)(4). Additional information: approximately six weeks after the reoccurrence of peritonitis, while recovering, the patient again experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. The patient's pd catheter was removed and patient was switched to hemodialysis while in the hospital. Treatment for peritonitis in the hospital was unknown. Five days after the hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.